Event description:
It was reported during a routine inspection of the cs100 intra-aortic balloon pump (iabp) equipment, the medical staff found that an error occurred during startup. There was an automatic inflation failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) and checked that all functions of the equipment are normal, and the connected test balloon is running normally. After communicating with the hospital, the fse learned that when the alarm message appeared, the device was connected to a wrigley balloon. The fse confirmed that the fault message was related to the wrigley balloon. All functional and safety checks meet factory specifications and machine was handed over to the customer in good working conditions.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a